Event description:
A patient reported experiencing in accurate erratic results with a lifescan, one touch ultra meter. The patient's blood glucose results were 130, 100 mg/dl. Tests were done within 10 minutes with a difference of 23%. Patient did ot experience any adverse events. No further information has been reported.